Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a (B)(6) female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the sterile sleeve on the implanted impella cp pump was torn by the doctor during patient support. The sleeve was re-secured via tegaderm and the need for further repositioning was left up to the doctor. As support continued, it was noted that the patient experienced some bleeding from their groin when heparin was initiated. An additional suture at the access site allowed for hemostasis and support with the implanted pump was maintained.

Manufacturer narrative:
The investigation for product damage (sterile sleeve damage) and access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the sterile sleeve damage was most likely due to use as the clinical states the physician tore the sleeve. The root cause of the major access site bleeding was most likely use related as adding an additional suture resolved the bleeding. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05209. D4: model number. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. H6 component code revised from the initial submission in accordance with updated procedures.